Event description:
During a trial lead procedure, the pt showed signs of a dura puncture. The surgeon explanted the leads and aborted the procedure. The pt is reportedly doing well.

Manufacturer narrative:
The explanted prod was discarded by the medical facility and will not be returned for eval.